Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the catheter revealed pin connector, collet is not fully locked in place.

Manufacturer narrative:
Corrected/additional information: catheter explant date (B)(6) 2014. (B)(4). Additional information: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information: the patient was getting less than 50% therapy relief. The patient was not getting therapy relief from the pump for her pain pattern. The therapy was not effective for the patient. The physician worked with the patient to adjust the pump to increase and titrate dosages, but the patient still indicated very little relief. Per the patient, the ptm (personal therapy manager) would lock the patient out before the programmed lockout time; review of the logs did not indicate any errors. The patient wanted the pump explanted. There was no alleged product issue for either the pump or catheter. A rotor study was done, the logs were checked, and an x-ray and dye study were done; there was no occlusion or break in the catheter detected. The pump and catheter were explanted. There was no patient injury. The patient status was reported as "alive-no injury."

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was unsatisfied with the therapy. The pump was going to be explanted in the near future. Still in discussion with the physician with titration was occurring. The patient expressed dissatisfied feelings and desire to give the personal therapy manager (ptm) back to the manufacture. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Event description:
The patient was seen post-op in the office for follow up and had no sequela post explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information later received reported the hcp did not identify any malfunction or deficiencies from the device. Appeared to be a psychological dissatisfaction and disgruntled patient. Per the reporter there was no doubt by the hcp that therapy opportunity was present, and the patient did not want to evaluate a true change of symptoms. The hcp requested an analysis of ptm, to be functional, to satisfy the concern by the patient that the therapy was not helpful to her. The pump was used to deliver morphine and bupivacaine.